Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of leaks from the reservoir. The customer's blood glucose reading was 123 mg/dl. The customer was unsure of the location of the leak. The customer stated that there were not leaks under the lcd display. The customer stated that there were no cracks or splits in the barrel. The customer stated that other sources seem to be normal. The customer will be sent a replacement reservoir.